Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ mgit¿ 320 instrument, there was a false positive result. There was no report of patient impact.

Event description:
It was reported while using the bd bactec¿ mgit¿ 320 instrument, there was a false positive result. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: catalog # 441743, s/n (B)(6): the customer reported a false positive. Through remote assistance, it was determined that the room temperature was too high due to a malfunctioning air conditioner. No abnormalities with the instrument's operation were reported, therefore, this complaint is not confirmed. The customer was advised to repair the air conditioner as soon as possible. The case was closed. The root cause of this complaint cannot be determined. Review of the device history record for instrument s/n mt0151 is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.